Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The issue was intermittent and due to the fact that three handpieces weren't working with the system, the ultrasound (u/s) controller printed circuit board (pcb) was decidedly replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on december 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause was most likely due to a nonconforming u/s controller pcb. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ultrasound power to the handpiece was lost. Additional information has been requested.